Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Mdrs related to this event: 2029214-2017-00048, 2029214-2017-00049, 2029214-2017-00050.

Event description:
Medtronic received information that post coil treatment this patient suffered fever, headache, and eventually the brain became swollen. The patient was treated for cerebral aneurysm with three axium prime coils. It was reported that the patient's cerebrospinal fluid was examined and there was no infection. The MRI was taken 10 days after the intervention. The patient current medical condition is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.